Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Caller reported going to ER for high bgs. High bg t/s per dop. Patient's bg is 313 mg/dl. Nothing further was reported.